Manufacturer narrative:
The zoll catheter was returned to zoll on 03/29/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted a coolline catheter in the internal jugular vein without any reported issue and received ivtm therapy. Per report, on day 6 the user observed that the fluid level of the saline bag was emptying. No signs of leak on the suk or on the patient's bedside was observed. The user decided to replace the saline bag; however, this did not resolve the issue. A catheter leak was suspected. Following this, ivtm therapy was discontinued as the patient had already achieved target rewarming temperature. The cool line catheter was removed without issue. No known impact or patient consequence was reported.

Manufacturer narrative:
Corrected lot number. The reported complaint was confirmed. Visual examination found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed on the proximal balloon, distal end. During manufacturing all cool line catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.